Manufacturer narrative:
Correction: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is 11/22/2004.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the first patient of the day had presented one day post op with extensive diffuse lamellar keratitis (dlk) in right eye with mild involvement in left eye. Patient had right eye flap lift performed. Visual acuity in right eye was 20/40 and in left eye 20/15. Account reported no loss of best corrected visual acuity and that other patients had surgeries that day and there was no other dlk reported. Two days post op patient presented with clk diffusely in right eye but significantly less inflammation. Dlk was superior only in left eye. Patient continued intense steroid treatment and visual acuity in right aye and left eye were both 20/15. Day 3 dlk in right eye more than in left eye. Account said dlk was clearing in the periphery of the right eye and the superior half involved in the left eye. Visual acuity not change from 20/15. Day 6 dlk had improved still more in right eye than in left eye with no changes in visual acuity and on day 10 dlk trace in right eye only with no changes in visual acuity.